Manufacturer narrative:
The device was not received for analysis; therefore, no physical analysis of the product can be performed. The manufacturing batch record review confirmed that the device met all material, assembly and inspection specifications. At this time it is not possible to determine an exact root cause for the event as reported; however, based on the information provided by the supporting documentation it appears that procedural and/or clinical factors may have impacted on the event as reported. The event date at the time of this report was not available. It was reported that the device is not expected to be returned for analysis. If there is any further relevant information received, a follow up medwatch report will be filed.

Event description:
Note: this report pertains to the second of two devices used during the procedure. Medwatch report 2126666-2016-00051 captures the first device. Per email: the device has a peeling of the guide wire puncture needle.

Manufacturer narrative:
Device evaluation: note this report pertains to the second of two devices used during the procedure. Medwatch report 2126666-2016-00051 captures the first device. The manufacturing batch record review confirmed the device met all material, assembly and inspection specifications. As received, the specimen consists of one each clinically used, damaged hydro gw std an 180-035 device; returned coiled, loose within the opened, labeled mylar/tyvek packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. The specimen presents cut/skive damage located 4.95 to 7.30cm and 16.2 to 18.6cm from the distal tip exposing the underlying metallic core wire; the specimen has also sustained a cut located 18.25cm from the distal tip, separating the specimen into two-2 pieces. The specimen presents cut/skive damage located 4.95 to 7.30cm and 16.2 to 18.6cm from the distal tip exposing the underlying metallic core wire; the specimen has also sustained a cut located 18.25cm from the distal tip, separating the specimen into two-2 pieces. The specimen also presents bends in both skive damaged regions. The jacket damage presented appears consistent with manipulation of the device within a metal needle. The warnings section of the device instructions for use (IFU) indicates; "do not manipulate advance, and/or withdraw the zipwire hydrophilic guidewire through a metal entry needle or a metal dilator. Manipulation, advancement and/or withdrawal through a metal entry needle may result in destruction and/or separation of the outer polymer jacket requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement." Based on the evidence presented by the sample and the information provided by the supporting documentation it appears that procedural and/or clinical factors may have impacted on the event as reported. The event date and patient information at the time of this report was not available. If there is any further relevant information received, a follow up medwatch report will be filed.